Event description:
Customer reported via phone call they were hospitalized due to diabetic ketoacidosis and hyperglycemia. Blood glucose value was 1100 mg/dl. Customer's mom reported that they called emergency medical services that time blood glucose value was over 500 mg/dl treated with low dose insulin. Customer reported that in hospital blood glucose was treated with sliding scale with injections. The auto mode feature was active at the time of event. It was unknown that auto mode feature was active or not at the time of event. Blood glucose value was 136 mg/dl. The retainer lip ring and battery cap contact was broken. The troubleshooting was performed. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged battery cap contact missing/damaged cosmetic damage located at the retainer ring, ems dispatched and was hospitalized for high bgs and dka found on (B)(6) 2022. Also on (B)(4), svn#: (B)(4) - customer returned pump for an alleged high bgs and sensor anomaly found on (B)(6) 2022. Unable to confirm battery cap contact missing/damaged due to pump received without the original battery cap. A test battery cap locks securely into place and the pump powered up properly. The pump was received with a cracked retainer. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08735 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Unable to confirm battery cap contact missing/damaged due to pump received without the original battery cap. Battery cap contact missing/damaged was unknown. A cracked retainer was confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. Sensor anomaly was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.